Event description:
Provider states there is a crack on the plastic part near the lever.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.